Event description:
Shunt blocked 1.5 month after procedure. Name of surgery- shunting date - (B)(6) 2015.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It was not possible to investigate the complaint as the samples were not returned for evaluation. If the samples are returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve, product code 82-3184 with lot number crdbhj, conformed to the specifications when released to stock on the 14th april 2014. Review of the history device records confirmed the bactiseal catheter, product code 82-3072, with lot number crhb7h, conformed to the specifications when released to stock on the 25th june 2014. No root cause could be determined as no sample was returned for evaluation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; the silicone housing was cut along the needle chamber this is probably due to a sharp object coming into contact with the silicone housing. Due to the damaged to the silicone housing it is not possible to irrigate the valve. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The bactiseal catheters were irrigated with purified water, no occlusions was noted. It was not possible to pressure test the valve due to the damage silicone housing. The valve was reflux tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found in the housing, on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve, product code 82-3184 with lot number crdbhj, conformed to the specifications when released to stock on the 14th april 2014. Review of the history device records confirmed the catheters, product code 82-3072, with lot number crhb7h, conformed to the specifications when released to stock on the 25th june 2014. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar and on the base plate. The root cause of the cut in the silicone housing along the needle chamber is probably due to a sharp object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance, however, this could not be determined. No defects found with the bactiseal catheters. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.